Event description:
It was reported that customer experienced a severe low blood glucose due to loading the pump while connected to the site, the blood glucose measured at 36 mg/dl and sensor showing low, which led to emergency department visit where additional low readings around 50 mg/dl were recorded before treatment. There was no reported permanent injury, but blood glucose was significantly affected and required medical intervention. Before arriving at hospital, father administered sugar, contacted diabetologist who advised suspending insulin pump, and in hospital customer received intravenous glucose, fluids, and glucagon drip, which resolved episode and raised blood glucose above 100 mg/dl; insulin pump remained suspended per medical advice, and technical support later confirmed pump functioned as intended with no device issues identified. Customer was discharged on (B)(6) 2026.